Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the rear housing was damaged. The investigation found that when the pump was powered up, it displayed error code 121. The investigation determined that a faulty motor was the cause of the reported issue. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
One cadd ms3 pump reported to power down on its own and happened two times. The pump was replaced with a backup pump. Dose or amount 13 ng/kilogram/minute, frequency is continuous, subcutaneous. Dates of use: (B)(6) 2018 to current. Infusion is life sustaining. No reported adverse effects.